Event description:
The manufacturer received information in relation to an everflo device. The user alleges power cord burn, defective power cord & inlet filter. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In this report updated as- the device was returned to third party service center and evaluated. Evaluation result stated that power cord burn, defective power cord & inlet filter replaced. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.